Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed with no concerns or deviations were observed. The needle was subjected to production atp testing and failed freezing properties test. The reported frost formation on the needle was confirmed as the needle failed investigative testing. Disassembly of the needle determined that the internal insulation had been breached due to poor soldering quality. The root cause of the failure was due to the assembly process. Production personnel have been retrained in proper soldering techniques.

Event description:
During a cryoablation of bone tumor, one iceforce needle was freezing along the needle shaft, which suggests that it was not insulated. The physician corrected this problem by putting a sterile glove filled with warm saline on the skin, between the needles. The treatment was completed with no patient injury.

Event description:
During a cryoablation of bone tumor, one iceforce needle was freezing along the needle shaft, which suggests that it was not insulated. The physician corrected this problem by putting a sterile glove filled with warm saline on the skin, between the needles. The treatment was completed with no patient injury.